Manufacturer narrative:
No device deficiency reported. Cardiac perforation and tamponade are known potential adverse events of catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, it was initially believed the left superior pulmonary vein (lspv) had been accessed. However, the endoscopic image revealed trabeculations and the catheter tip appeared slightly bent on fluoroscopy, indicating possible entry into the left atrial appendage. The balloon was deflated and advanced into what appeared to be a notably large vein, later identified as a common vein. The balloon was deflated again and inserted into the initial structure. A drop in blood pressure was observed and preparation for pericardiocentesis was begun for suspected pericardial effusion. However, the patient's condition continued to worsen requiring multiple rounds of chest compressions. The patient was stabilized and surgery was performed to repair a small tear near the base of the left atrial appendage. The surgery went well, with discharge 3 days post-procedure. The cause of the perforation could not be definitively determined but most likely attributed to the ablation catheter.